Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise over sensing which had triggered consecutive premature ventricular contractions episodes. No intervention or procedure was reported. The patient had no consequences.